Event description:
It was reported that while positioning a patient, the compression started to go down by itself and didn't stop. The technologist placed her fist between the paddle and the detector cover to protect the patient's breast. After a few seconds the compression stopped by itself and the technologist was able to continue the exam. No consequence was reported for the patient. The technologist's fist was compressed, but no medical intervention was required. A field engineer was onsite to evaluate the system and the c-arm switches, footswitch, and left hand gantry cover were replaced.